Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, weight within specification. After autoclave cycle was identified: cloudy gel and bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed by ultrasound. Additional report of pain, implant rupture with focal extravasation, and "ultrasound at 10:00 7cm from nipple show characteristic snowstorm sign of extracapsular extension of silicone". Device has been explanted and replaced.